Manufacturer narrative:
The device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is unknown. Implanted date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown post implant of this 29mm bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as aortic regurgitation. No additional adverse patient effects were reported.